Event description:
It was reported by the customer that during use of the bd luer-lok¿ tip syringe the sterile syringe had some type of particles inside the syringe. The following information was provided by the initial reporter; customer stated that the sterile syringe has some type of particles inside syringe from inside the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd luer-lok¿ tip syringe the sterile syringe had some type of particles inside the syringe. The following information was provided by the initial reporter; customer stated that the sterile syringe has some type of particles inside syringe from inside the packaging.

Manufacturer narrative:
H6: investigation summary: twelve samples were provided to our quality team for investigation. Through visual inspection, it was observed that several pieces of dark particulate foreign matter present inside the sealed package. Fourier transform infrared spectroscopy (ftir) analysis was performed and material composition was most likely the top and bottom web packaging material. The observed condition was non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the packaging process. It is possible that excess packaging material in machine chains/clips inadvertently fell into packages close to the chain/clips. These defects are occurring at an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 1110988. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.